Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the exact cause of the shocking sensation was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient felt zap like an 'electric shock' once when they were using a bicycle on (B)(6) 2017. Patient was feeling sore before and then felt shock, then soreness for a few minutes. At visit on (B)(6) 2017, patient reported that they had felt the shock twice, thought it was around (B)(6)/(B)(6) , not sure the specific dates but 2 instances were within a few weeks of each other. Patient was encouraged to contact clinic or manufacturer representative if the issue continues. No actions were taken and the issue resolved without sequelae as of (B)(6) 2017. The etiology was reported to be possibly related to device or therapy but not related to implant procedure. It was not due to programming. The most recent interrogation/programming prior to event was in (B)(6) 2017. No further complications were reported as a result of this event.